Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.

Manufacturer narrative:
In the previous report, this case was processed as reportable; however, this is a not reportable case. No device was returned for evaluation, and dreamstation 2 devices are not part of the uno recall. The patient reported waking up with a piece of foam/material in their mouth. The rt advised the patient that the device does not contain foam, as it was replaced with silicone. The rt further advised that what the patient found in their mouth would not have come from the device. The patient stated that he brushes his teeth and flosses and therefore believes that the material was not in his mouth when going to bed. The rt informed the patient that he could take the device to the dme for inspection, but that there would not have been anything traveling through the device, through the tubing, and into the mask. No death, serious harm, or injury was reported.